Event description:
Prior to a pulse field ablation procedure for the treatment of paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon catheter insertion, fluid leakage was observed at the proximal end of the sheath, specifically around the entry point where the farawave and other catheters are introduced. Additionally, persistent air bubbles were noted in the flush port tubing despite repeated aspiration and flushing attempts. Initially, the leakage was minimal, but it became excessive during the insertion of the mapping catheter resulting in excessive bubbling that could not be resolved through standard aspiration and flushing techniques. No air was introduced into the patient. The farawave catheter was not used until the sheath was replaced. The faradrive sheath was replaced, and the procedure was completed without any patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the internal hemostatic valve were found. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. The "cause traced to device design" conclusion code was assigned to the allegations of "visible air/bubbles" and "leak.".

Event description:
Prior to a pulse field ablation procedure for the treatment of paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon catheter insertion, fluid leakage was observed at the proximal end of the sheath, specifically around the entry point where the farawave and other catheters are introduced. Additionally, persistent air bubbles were noted in the flush port tubing despite repeated aspiration and flushing attempts. Initially, the leakage was minimal, but it became excessive during the insertion of the mapping catheter resulting in excessive bubbling that could not be resolved through standard aspiration and flushing techniques. No air was introduced into the patient. The farawave catheter was not used until the sheath was replaced. The faradrive sheath was replaced, and the procedure was completed without any patient complications. The sheath has been received at boston scientific post market laboratory.